Event description:
My name is (B)(6); I am the director of (B)(6) in (B)(6). This letter has been dictated on behalf of my pt: (B)(6). She underwent a minimally invasive, endoscopic supraorbital surgery on (B)(6), 2009. The surgery was a success and her post-operative recovery unremarkable, except for symptoms the pt has been experiencing with the dissolvable plate and screws used for her cranioplasty. The pt first complained of residual discomfort and pain on the area around the incision 1 month post-operatively. I asked her to send me digital photographs and videos of the area and followed-up regarding her complaints. Her repeat MRI was clean, with no recurrent or residual tumor and her prognosis considered excellent with exception of the issue with the plate and screws. It became evident to me that the dissolvable plate was defective and the cause of (B)(6) pain as time progressed. The outer screws, used to hold the plate, were trying to protrude through the dermal layer, causing additional pain to the pt 5 months post-operatively. I asked the pt to fly back to (B)(6) for a physical examination of the area and informed her that I believe that the plate may have warped and is the cause of her complaint as the edge of the plate and outer screws were both visible and palpable on the pt. I am somewhat bewildered as I have used this product, (manufactured by inion and distributed by (B)(4)), in over 750 surgical cases without any complications or issues. This case has forced me to stop using this product and find an alternative made by biomet. The pt is currently trying to find a resolution with (B)(4) and inion; to this date, one year after surgery, the pt experiences persistent pain and tenderness over the area. I have attached released medical records to aid the pt's case, with her pre-authorized consent. I hope (B)(6) will find a resolution quickly. Please, do not hesitate to contact my office should you have any questions or concerns.